Event description:
It was reported that an issue was observed with the patient's mobile application communicating with the implantable cardiac monitor (icm). Initial investigations to repair the mobile app were unsuccessful. The patient presented in clinic for additional testing. It was discovered on (B)(6) 2022 that the app was not communicating with the icm because the icm had migrated and fallen out of the patient at some point between the implant date and the discovery. A chest x-ray revealed the icm was not in the patient's body, had most likely fallen out and it's location was unknown. The physician planned to implant a new icm at a future date. No further follow up was required. The patient was stable.